Event description:
The initial report stated that during transport, the o-ring in the pt circuit allegedly did not seal and resulted in the inability of the circuit to maintain airway pressure. The pt was removed from the circuit and bagged for the remainder of the transport. The customer called back to report the rt present in the transport did not depress the release button on peep valve during adjustments to the peep settings which resulted in the damage of the peep valve o-ring and a leak in the exhalation valve. It has been determined that this failure is due to user error. No allegations of pt harm.